Manufacturer narrative:
Testing and investigation found at power up the device alarmed for 11/004 (less than 2.0 volts on lithium battery) service code alarm. Alarm code 18/000/000 (history pointer error while inserting a new record in the history log) was noted in the device history but not duplicated during testing. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during routine testing at the user facility,t he device alarmed with a 11/004 (less than 2.0 volts on lithium battery_ service alarm code and 18/000/000 (history pointer error while inserting a new record in the history log) alarm code. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.